Event description:
The user facility reported that during a procedure, the plastic piece on the tip of the inner sheath broke off and fell inside the patient. The plastic piece was retrieved from the pt. There was no injury reported. Olympus followed up with the user facility via phone in an effort to obtain additional info regarding the reported event with no results.

Manufacturer narrative:
The device reference I this report has not been returned to olympus for evaluation. If additional info is received at a later time this report will be supplemented.